Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported the patient underwent left shoulder hemi arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to the humeral stem sitting proud. The humeral stem was removed and the patient's shoulder was converted to a reverse using competitor products.